Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The lesion was pre dilated and an unsuccessful attempt was made to cross the lesion with another MFR's stent. The delivery/stent device was removed and the lesion was re-dilated. The physician then attempted to advance the express2, however, he was unable to cross the lesion. During removal of the delivery/stent device the stent dislodged. The guide catheter was exchanged for a lasso catheter and the stent was successfully retrieved. The procedure was completed with another MFR's stents.